Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received a shock and the device ¿read¿ anti-tachycardia pacing and delivered therapy. The patient was hospitalized, treated with medication, and released the following day. Approximately four months later, the patient presented to the emergency room after receiving fifteen inappropriate shocks for atrial fibrillation with rapid ventricular response. The patient was hospitalized, treated with medication and re-programming of the device was performed. The patient was discharged and the event was deemed resolved. The device remains in use. The patient is a participant in the product surveillance registry study. No further patient complications have been reported as a result of this event.